Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was 525mg/dl. Current blood glucose level of customer was 234mg/dl. The customer stated that the high blood glucose level was because of chronic knee pain. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active at time of incident. Customer was treated with insulin manual injection. The insulin pump will not be returned for analysis. Rn-mmt-332-rsvr, unomed inf set, ozo-unk-snsr.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.